Manufacturer narrative:
Additional information:e2, e4, h6 the reported issue of the pump only administering 96% of the dose, leaving 2-3ml in the vial could not be confirmed; no product or device logs were returned for investigation. No device history search was performed since no source device serial number was reported by the customer.

Event description:
It was reported the reoccurrence of setting up a volume to be infused from pump, it is leaving 2-3ml in the vial. The pump is only administering 96% of the dose. No additional information was provided. There is no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the reoccurrence of setting up a volume to be infused from pump, it is leaving 2-3ml in the vial. The pump is only administering 96% of the dose. No additional information was provided. There is no patient involvement.